Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, tissue was observed on the catheter after it was removed from the body. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere-9 catheter with lot 0012997908 and data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed. Two image files returned from the field were reviewed. The first image showed foreign material stuck on the catheter sphere front of the electrode. The second image showed foreign material stuck on the catheter sphere front of the electrode. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p4 electrode of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at p4 in zone 1. No tissue was observed. In conclusion, the reported material in tip issue was observed through data analysis. The catheter failed the returned product inspection due to broken wires at p4 in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.